Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error after restart, and the device was replaced; the user¿s blood glucose was 150 mg/dl, and no adverse events were reported. Symptoms included no hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use while awaiting the replacement. Investigation included remote troubleshooting, user education on device shutdown and data sync, and logistical coordination for device return. Investigation of the returned device revealed a delivery motor processor communication malfunction consistent with a pump motor control communication fault.